Event description:
Major pump unit(s) involved: external control system failure. Specify component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure. Additional text: power module. Specific component(s) involved: external controller malfunction. Additional text: (B)(4). Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller; replacement of other component, specify. Implant device type: lvad.